Event description:
It was reported that a clinical study patient experienced the plastic tip of the peek sheath on the curved cannula breaking during an intracept procedure. The device fragment was left inside the patient. It is unknown whether the device fragment was contained inside or outside the bone.